Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of received two devices. The visual inspection of the sample noted one needle and one suture. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a veterinary procedure, the thread detached from the needle. An additional suture was used without issue. There was no injury or harm to the animal.